Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer, the burr was not returned for analysis. The hyperion 8f guide catheter and the rotawire was returned with the rotapro device. The returned rotawire was able to be removed from the device with no resistance or issues. The advancer, handshake connections, sheath, and coil were visually and microscopically examined. Inspection of the device found that the coil was stretched and broken at the point where the burr had detached. As the guide catheter used in the procedure was not returned for analysis and a 9f guide catheter was not available to use for testing, the inner diameter of the hyperion 8f guide catheter was measured. When using calibrated gauge pins, it was found that the .089in pin was snug and could not be fully inserted. At .087in, there was little resistance and the gauge pin was able to be smoothly inserted into both the hub and tip of the hyperion guide catheter. Use of the incorrectly sized burr catheter can create resistance both when inserting and removing the burr catheter from the guiding catheter. The rotapro instructions for use includes the following instruction related to choosing the correctly sized guide catheter. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. The rotapro advancer was connected to the rotapro console control system, and when the knob switch was pressed, the device would not gain any speed and stalled. In order to determine the cause of the device stall, destructive testing was performed, in which the advancer was dismantled and the interior components were inspected for damages or defects. During inspection of the interior components, there were no damages or defects identified.

Event description:
Reportable based on device analysis completed on 10nov2021. It was reported that a break in the connection occurred. The target lesion was located in the moderately calcified left circumflex (lcx) artery. A non-boston scientific guidewire was advanced. The lesion was dilated with a 1.5 non-boston scientific balloon catheter. After observing the lesion with a non-boston scientific imaging catheter, a non-boston scientific microcatheter was used and replaced with rota wire. A 2.25mm rotapro was selected for use. Rotablation was performed six times in the proximal lcx. While removing the rotapro in dynaglide mode, a little resistance was felt in the guide catheter and resistance was also felt during the final removal in the y-connection. While removing the rotapro from the y-connection, the connection between the burr and the shaft broke off. The burr was not damaged. The procedure was completed with a different device and there were no patient complications. However, device analysis revealed a detached burr.